Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose, with hyperglycemia treated by a bolus followed by hypoglycemia, self-treated with candy, cereal, and glucose tablets that led to rebound hyperglycemia, and subsequent low glucose after an ilet correction, resulting in a roller-coaster pattern; troubleshooting and education were provided emphasizing fingerstick confirmation and the 15 grams of carbohydrate with 15-minute recheck approach. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included case review and user education on appropriate hypoglycemia treatment and glucose confirmation. Investigation of this case revealed no device malfunction reported and a likely pattern consistent with overcorrection of hypoglycemia and subsequent automated correction contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear.